Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. In addition, according to the gore excluder aaa endoprosthesis instructions for use, the infrarenal aortic neck treatment diameter range of 19 - 29 mm.

Event description:
On (B) (6) 2009, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm. The aortic neck of the abdominal aneurysm was 35-37 mm. The patient's iliac were described as small and calcified. Measurements were not available. The physician chose to use both a gore tag thoracic endoprosthesis and gore excluder aaa endoprostheses in combination to treat the abdominal aortic aneurysm. The access site was on the right side. A gore tag thoracic endoprosthesis was implanted proximally to the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and aortic extender component. Then an iliac extender component was implanted. At the end of the procedure, a significant proximal type I endoleak was noted. The physician chose to conclude the procedure and will consult with the patient about options. The patient tolerated the procedure. On (B) (6) 2010, the patient underwent an aneurysmorrhaphy procedure. During this procedure, a gore patch was placed at the proximal end of the gore tag thoracic endoprosthesis where the proximal type I endoleak had been noted. The endoleak was resolved and the patient tolerated the procedure. No aneurysm growth was reported.